Event description:
It was reported that a revision surgery was performed due to a failed right hip constrained acetabular liner.

Manufacturer narrative:
Please review attached for investigation results. (B)(4).